Manufacturer narrative:
The reported events of helix damaged and helix mechanism anomaly were confirmed. As received, a complete lead with stylet inserted was returned in one piece. The lead was returned with the helix stretched consistent with procedural damage and clogged with blood/tissue. X-ray examination of the inner coil did not find any anomalies that would have contributed to the helix issues reported in the field. The cause of the reported events was due to the helix being stretched and clogged with blood/tissue.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricle (rv) lead was unable to retract. With manipulation, the rv lead was able to be explanted, however, helix damage was observed. The status of the patient condition was not provided.

Event description:
It was reported that during initial implant; helix rotation of the right ventricle (rv) lead was tested prior to introduction into the body of the patient and no anomaly was noted. The rv lead was introduced into the body with the helix already extended. During positioning, the extended helix became caught on tissue and the helix of the right ventricle (rv) lead was unable to retract. With manipulation, the rv lead was able to be explanted, however, helix damage was visually observed. The rv lead was replaced. The patient was in stable condition and did not experience any symptoms or consequences.